Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a posterior lens vault with a hyperopic surprise. The lens was exchanged with the same model lens with a different diopter power. The patient's visual acuity was reported as good and reportedly the patient is happy.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found portion of the leading haptic plate and optic missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7465521) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. It should be noted that the diopter power of the replacement lens was 1.5 different that the original lens. Therefore it is possible that pre-op biometry error may have caused or contributed to the event.